Manufacturer narrative:
Device available for evaluation: main body: tffb-36-95-zt, iliac leg zsle-13-74-zt. (B)(6). (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
The patient was participating in a post market clinical study. The patient was a (B)(6)-year-old male weighing (B)(6). The patient was assessed to be a high risk patient. This classification was due to coronary disease (history of myocardial infarction or angina) and positive functional tests and coronary lesions for which revascularization is impossible or not indicated. The patient also had chronic respiratory insufficiency. Patient also has medical history of hypertension and hyperlipidemia. Patient was determined to be a class IV on the american society of anesthesiologists: a subject with severe systemic disease that is a constant threat to life. On (B)(6) 2014, the electively selected patient had an asymptomatic aneurysm with maximum diameter > 5 cm. The patient underwent endovascular aortic repair (evar) and had the following cook devices placed: zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-36-95-zt) zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-74-zt) placed in the left common iliac. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-39-zt) placed in the right common iliac. On the day of the procedure, the patient presented with a maximum aneurysm diameter of 57 mm. The aortic neck was classified as irregular. Plaque/thrombus location was marked as partial. Imaging conducted at the end of the procedure showed patent devices without endoleaks or kinks. The procedure was considered to be successful. To complete coverage of common iliac artery an unplanned iliac artery stent (covered) in left native vessel was placed. Later, on the day of the procedure, a life-threatening thrombosis in the right iliac leg was discovered. A thrombectomy/thrombolysis was performed. The intervention was considered successful. It was reported by the physician that "the intervention was not considered related to the device and not related to the procedure." On (B)(6) 2014 (23 days post-procedure), the patient died from a pulmonary infection. The treating physician stated that the patient's death was "probably related to the procedure and probably related to the aneurysm because the patient was in hospital due to the aneurysm."

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation - evaluation: a review of documentation including the complaint history, instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. Cook has concluded that sufficient inspection activities are in place to identify this potential non-conformances prior to distribution. Design verification testing performed showed that the affected product meets the established acceptance criterion for the deployment of the device, its dimension accuracy and ensuring that proximal internal stent design and spacing is optimized. A review of the device history record was unable to be completed due to lack of lot information. Regardless, it has been determined that adequate inspection activities have been established to conclude that there are sufficient checks to detect potential non-conformances during manufacturing. Therefore, there is no evidence that nonconforming product exists in house or in field or that this device was manufactured out of specification. Cook also reviewed product labeling. The product instructions for use (IFU) states the following in consideration of the reported failure mode: ¿4.2 patient selection, treatment and follow-up zenith spiral-z iliac artery distal fixation site greater than 10mm in length and 7.5-20mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair for sizing requirements and a list of key anatomical elements that may affect successful aneurysm exclusion using a main body or renu from the zenith aaa endovascular graft family of products, refer to the appropriate instructions for use.4.2 patient selection, treatment and follow-up zenith spiral-z iliac artery distal fixation site greater than 10mm in length and 7.5-20mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair for sizing requirements and a list of key anatomical elements that may affect successful aneurysm exclusion using a main body or renu from the zenith aaa endovascular graft family of products, refer to the appropriate instructions for use. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 17 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event all patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis and/or increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event all patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. The zenith spiral-z aaa iliac leg has not been explicitly evaluated clinically; however, its performance is represented by the zenith aaa endovascular graft iliac leg (a previous version of the device), which has not been evaluated in the following patient populations: key anatomical elements that fall outside the sizing requirements specified in the appropriate main body or renu instructions for use successful patient selection requires specific imaging and accurate measurements; please see section 4.3 pre-procedure measurement techniques and imaging diameters utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. 4.4 device selection strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. 11.1.7 molding balloon insertion; expand the molding balloon with diluted contrast media (as directed by the manufacturer) in the area of the most proximal covered stent and the infrarenal neck, starting proximally and working in the distal direction. (Fig. 15) withdraw the molding balloon to the ipsilateral limb overlap region and expand. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. Deflate and remove molding balloon. Transfer molding balloon onto the contralateral wire guide and into the contralateral iliac leg introduction system. Advance molding balloon to the contralateral limb overlap and expand. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand. (Fig. 15) remove molding balloon and replace it with an angiographic catheter to perform completion angiograms." ¿the zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18mm and no larger than 32mm. The zenith flex aaa endovascular graft is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15mm in length. Iliac artery distal fixation site greater than 10mm in length and 7.5-20mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair.¿ ¿strict adherence to the zenith spiral aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression.¿ ¿systemic anticoagulation should be used during the implant procedure based on hospital- and physician-preferred protocol. If heparin is contraindicated, an alternative anticoagulant should be considered.¿ ¿additional considerations for patient selection include but are not limited to: patient¿s age and life expectancy, co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity.)¿ based on the information provided, no product returned, and the results of our investigation, a definitive investigation conclusion was determined to be due to the patient condition. Due to the patient's medical history of hypertension, hyperlipidemia, and being a class IV on the asa classification: "a subject with severe systemic disease that is a constant threat to life," it is feasible to suggest that this was a contributing factor in the reported event of thrombosis and subsequent death. It was also reported that with respect to the main body, there was an irregularly shaped neck with partial plaque/thrombus at this location. Cook's IFU warns that severe proximal neck angulation may affect the successful exclusion of the aneurysm making it more susceptible to a type 1a endoleak. Lastly, in regards to the death, it was reported in the complaint that the patient had died as a result of a pulmonary infection. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.